Event description:
It was reported that during an unknown procedure, there were no staples in the cartridge after firing the pulmonary vein was bleeding. The surgeon had to use another device. There was no report patient consequence and no device is being returned.